Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("intermittent and severe abdominal pain / great pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "failed to perform the ect (essure confirmation test)". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("failed to properly implant the essure device"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("chronic and abnormal vaginal bleeding") and uterine polypectomy ("hysteroscopic polypectomy"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, uterine polypectomy and device deployment issue outcome was unknown. The reporter considered abdominal pain, device deployment issue, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: from approximately (B)(6) 2015 until (B)(6) 2016, she was seen on various occasions by multiple healthcare providers and underwent various tests and procedures in an attempt to alleviate the abdominal pain and chronic and abnormal vaginal bleeding, and to discern their cause. Such visits, procedures and tests included, without limitation, doctor visits, emergency room visits, and CT scans. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2018: quality-safety evaluation of ptc. FDA codes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("intermittent and severe abdominal pain / great pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "failed to perform the ect (essure confirmation test) ". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("failed to properly implant the essure device"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("chronic and abnormal vaginal bleeding") and uterine polypectomy ("hysteroscopic polypectomy"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, uterine polypectomy and device deployment issue outcome was unknown. The reporter considered abdominal pain, device deployment issue, uterine polypectomy and vaginal haemorrhage to be related to essure. The reporter commented: from approximately (B)(6) 2015 until (B)(6) 2016, she was seen on various occasions by multiple healthcare providers and underwent various tests and procedures in an attempt to alleviate the abdominal pain and chronic and abnormal vaginal bleeding, and to discern their cause. Such visits, procedures and tests included, without limitation, doctor visits, emergency room visits, and CT scans. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.